Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, withdrawal resistance occurred. The physician was treating an 85% stenosed, 2.0x5mm de novo lesion located in the non-calcified, non-tortuous right coronary artery (rca) with a 20x2.5mm maverick 2 balloon catheter. Vascular access was femoral. The physician advanced the balloon catheter to the lesion and inflated the balloon to 8 atms for 60 seconds without any difficulties. When an attempt was made to withdrawal the device, the physician could feel a significant resistance. The physician dialed up and dialed down on the inflation device, pulled negative, deep seated the guide catheter, and pulled hard to remove the balloon catheter. The device was removed intact with no harm to the pt, at which point the catheter was found to be stretched. The procedure was completed with another maverick balloon catheter. There were no reported pt complications. The pt status is listed as "stable".